Event description:
It was reported to philips that the device's ac module needs to be replaced. It was reported to philips that the device was in use on a patient. However, no adverse patient impact was reported by the customer.